Event description:
It was reported that the lead was being explanted due to infection. X-ray was inconclusive but, at explant externalized conductors between the shock coils were observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records.